Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no issues were identified during this DHR review. Device was started in application, confirming the reported customer allegation. The device was noted to be double beeping with a cassette attached, causing a "no disposable" alarm. The downstream sensor was then replaced. The problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd legacy plus infusion pump is not detecting the cassette. No patient involvement; incident occurred upon start up. Incident was reported to be resolved.